Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative (rep) reported that they were feeling a burning sensation at the implantable neurostimulator (ins) site to a point of tenderness. There was a report of a stinging sensation and tenderness. No direct factors were known to have led or contributed to the issue. No steps had been taken at the time. The doctor prescribed antibiotics to make sure the site does not have infection. The issue was not resolved at the time of the report. No surgical intervention occurred but it was unknown if surgical intervention was planned.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that at this time, they were not aware to any device issue. There were no additional actions/interventions taken to resolve the burning sensation at the ins site, stinging sensation, and tenderness at this time. The cause was unknown, and it was unknown if it had been resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.